Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving dilaudid (unknown concentration or dose) via implantable infusion pump. It was reported that the patient was admitted to the emergency room (ER) experiencing overdose symptoms.